Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported blank screen was reproduced as a truck alarm. The device displayed a black screen on power up and was beeping during evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported 'blank screen' was not verified. The cause of the truck alarm was determined to be the corrosion found on the input/output board, the processor printed circuit board, display and rear case. The device was unserviceable and there was no pump correction. The device malfunction would not lead to a death or serious injury if the malfunction were to recur because the issue would result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump displayed a blank screen during testing in the biomedical service department. There was no patient involvement. No additional information is available.